Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy.the cause of the peritonitis was unknown. The same day, the patient was hospitalized for the event.the patient was treated with unspecified antibiotics. On an unreported date the patient was transferred to hemodialysis; however, it was reported pd therapy was ongoing at the time of the peritonitis event.the patient was recovered from this peritonitis event. No additional information is available.